Event description:
A ventilator was returned to a third party service center for preventive maintenance. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.